Manufacturer narrative:
Investigation results: device analysis findings: the complaint device was received for product analysis/ a visual inspection of the device found that the handshake connection was bent. The coil was stretched from the handshake connection to the burr end of the device. The sheath was bent (twisted), worn and torn 3 cm to 3.3cm distal from the strain relief, and at 6cm to 6.3cm, the sheath was worn and bent. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on the reported information and the device damages present, it was considered likely that the reported event, and confirmed damages occurred due to factors encountered during procedural use which could include device interaction. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered adverse event related to procedure.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that a guidewire restriction occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified artery. A 1.25mm roalink burr was selected for use. During the procedure, prior to reaching the lesion location, the burr was difficult to advance on the rotawire. The procedure was completed using an alternate device. There were no patient complications, and the patient is expected to fully recover. However, device analysis revealed the sheath was bent (twisted), worn and torn 3 cm to 3.3cm distal from the strain relief, and at 6cm to 6.3cm.